Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Manufacturer report reference: 3006705815-2020-00924. It was reported that a procedure was abandoned on (B)(6) 2020 due to the physician being unable to implant the device. The patient had possible scar tissue and the physician was not able to safely place the leads. Nothing was implanted in the patient.